Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).